Event description:
The patient was hospitalized for hypoglycemia. The patient's mother also reported that the pump screen was visibly damaged.

Manufacturer narrative:
The pump was returned to animas for eval. Evaluation revealed a damaged but legible display screen consistent with the patient's report, and demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.